Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a sheath detachment occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After performing dilation using a 2.5x15 non-bsc balloon catheter in the mid lad with 100% stenosis for 50 seconds at 8 atmospheres and for 20 seconds with 12 atmospheres in the proximal lad, a 3.0x20 synergy drug-eluting stent was placed and dilated at 8 atmospheres for 30 seconds. Post dilation was then performed using non-bsc stent balloon catheter at 10 atmospheres and 14atmospheres, respectively. The opticross¿ was then inserted to visualize the distal portion of the proximal lad artery. When the opticross¿ was pulled out, it was noticed that the outer sheath was detached and the fragment was inside the 6f 3.5 non-bsc guide catheter. The physician then retrieved the fragment using a balloon catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.